Event description:
It was reported that perforation and fistula occurred. The subject underwent treatment with the ranger drug-coated balloon and eluvia drug-eluting stents on (B)(6) 2021 as part of the clinical trial. Target lesion #001 was located in the right mid superficial femoral artery (sfa), right distal sfa, and right mid popliteal artery, with a proximal reference vessel diameter of 6 mm, a distal reference vessel diameter of 5 mm, a lesion length of 240 mm, and 90% stenosis. The lesion was classified as a tasc ii b lesion. Prior to treatment of the target lesion, balloon dilation was performed using 4 mm x 100 mm and 4 mm x 80 mm sterling otw pta balloons. Treatment consisted of dilation with a 5 mm x 40 mm ranger drug-coated balloon study device, followed by placement of 6 mm x 120 mm and 6 mm x 80 mm eluvia drug-eluting stent study devices. Post-treatment dilation was performed using a 6 mm x 100 mm mustang otw pta balloon, and the final residual stenosis was documented as 0%. On (B)(6) 2021, the subject was discharged from the hospital on dual antiplatelet therapy. Per baseline core lab form dated 01-nov-2021, during the index procedure for treatment of target lesion #001, post-study device analysis of the drug-eluting stent revealed a complication of perforation and arteriovenous fistula in the right distal superficial femoral artery.

Manufacturer narrative:
A2 - age at time of event: 62 years old (at the time of enrollment). Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.